Event description:
It was reported that the device will not auto ID and that they could not change pacing rate or mode by moving magnet while tapping on device. Suspect reed switch might be stuck. The device was explanted and returned for analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device will not auto identify. Attempts resulted in message "remove programming head." Manual reset attempts result in the same message. It was suspected that the reed switch might be stuck. Attempts to jar the switch open by tapping and use of magnet in different orientations/locations was without success. No change in pacing rate or mode was apparent with application/removal of external magnet. The device was explanted and returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: review of device memory dump information found that a pacemaker reset occurred in 2006. This reset is caused by a "battery measurement periodicity error," which is most likely caused by a sticky reed switch. However, a sticky reed switch was not observed during analysis. The device passed all testing. Therefore, a root cause could not be determined. Other: it was reported that the device will not auto identify. Attempts resulted in message "remove programming head." Manual reset attempts result in the same message. It was suspected that the reed switch might be stuck. Attempts to jar the switch open by tapping and use of magnet in different orientations/locations was without success. No change in pacing rate or mode was apparent with application/removal of external magnet. The device was explanted and returned for analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination: device evaluated and alleged failure could not be duplicated interrogate, difficult to sticking.